Event description:
It was reported that on (B)(6) 2021, during the resterilization and repackaging process, the operator identified multiple parts displayed a visual cosmetic defect on the top surface of the pfc sigma augments. The augments had foam particles transferred from the packaging components.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A. B. Implants are available for return. C. The correct lot number is e37ae4. I believe these parts have been returned and received in warsaw. I have replied to this several times. I am not sure why it is not registering

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: examination of the returned sigma augment confirmed inner foam packaging residue/debris was found transferred to the surface of the device. The debris was found in raynham during repacking/resterilization of expired sterile product returned from the field. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.